Manufacturer narrative:
The viperwire advance guide wire was returned to csi for analysis. The tip of the guide wire was not received for analysis. Visual examination confirmed the guide wire was fractured. Scanning electron microscopy analysis identified evidence of torsion on the core wire fracture face. There is also radiopaque particle transfer on the driveshaft tip bushing. This evidence is consistent with the spinning driveshaft making contact with the spring tip leading to the fracture. The root cause of the wire fracture is considered to be use not consistent with IFU. To prevent this situation from occurring, the diamondback 360® coronary orbital atherectomy system IFU states, "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance." The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During treatment, using a diamondback 360 coronary orbital atherectomy device (oad), glideassist was activated in the left main artery. The oad was advanced in the tortuous, proximal circumflex (cfx) artery until it could not be advanced further with glideassist. Initial angiography revealed a 90 degree branch off of the cfx into a 60% eccentric calcified lesion. A dip and rise of the calcified portion of the vessel leading into the obtuse marginal (om) was observed on imagery. The proximal portion of the om had a 70% long lesion followed by a 90% distal lesion. The continuation had a left posterolateral branch that was small, diffusely diseased and not amenable to percutaneous coronary intervention (pci). There were retrograde collaterals filling a diagonal branch. The viperwire advance guide wire was advanced through the bends and tortuous proximal cfx. The physician performed a treatment advancing to the distal circumflex artery for 15 seconds and noticed the crown did not move. A second treatment was performed for 15 seconds; the crown did not move. The physician pulled the oad proximally. The tip of the guide wire was observed coiled, distal to the expected position. The guide wire had fractured. The physician opted not attempt to remove the fragment due the risk of perforation based on the size of the vessel and the location of the fragment in the vessel. A second guide wire was used, and a stent was placed. As of 13 july 2022, the patient was stable.